Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 the following findings: during investigation, the display was found to be dim/fading. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. Evaluation also revealed crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-jul-2019.